Event description:
The ins was replaced because it was reaching end of battery life. The recharge interval was 3 months. In (B)(6) 2013, the patient was having to recharge every 4 days. The patient was not sure if it was normal eos. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3998, lot # v766316, implanted: (B)(6) 2012, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).